Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation on right side. An sjm representative met with the pt and lead diagnostics showed multiple invalid contacts. The physician believes the issues are due to pt scar tissue. The physician is treating the scar tissue with medication to soften.